Event description:
Customer reported with an issue of " the device lights up then it turns off. Impossible to start it up. Red flashing occurs". The issue found during an unknown event. There was no patient harm , no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted no image was displayed on the lcd screen. It was identified that the main pcb (qb board) was found defective causing the malfunction. Moreover, a visual check showed a significant impacts on the lcd filter screen. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the following phenomena, (1) ¿it cannot be activated normally¿ and (2) ¿the images disappear after the device was activated¿, were caused by a failure of the main pcb (qb substrate/printed circuit board). Both phenomena were reproduced. From the service manual, it was confirmed that the qb board has input/output terminals and signal-processing functions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Other incoming inspection findings were as follows: damaged lcd filter window. Regarding the hit on the lcd screen surface, it was determined that this was most likely a customer rough/poor handling which could explain the bad condition of the device that broke down. Olympus will continue to monitor field performance for this device.